Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received low scan result of 59 mg/dl in comparison to 568 mg/dl readings obtained on healthcare professional (hcp) meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced sweating and shaking and had contact with an hcp who provided insulin (dose/type unspecified), glucose, and unspecified fluids for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.